Event description:
Tap - it was reported that 181 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid right coronary artery (rca). A pre-intervention stenosis of 100% was reported. Following multiple attempts with various balloon catheters, the lesion was crossed and pre-dilated with a 1.5x15mm maverick, 2.5x20mm and 3.0x12mm voyager balloons. After two attempts to cross the lesion with stent delivery systems were "unsuccessful," a 2.25x18mm minivision stent was deployed in mid rca and post dilated. A 2.5x24mm taxus stent was deployed at 14 atm in the mid rca. A post-intervention residual stenosis of 0% and timi iii flow was reported. The patient received heparin, and nitroglycerin during the procedure. No complications were reported. The patient presented 181 days after the initial procedure with angina and a 90% in-stent restenosis in the mid rca. Angioplasty was performed with a 2.5x15mm voyager balloon. A 2.75x32mm taxus stent was deployed at 14 atm in the region of the lesion. The stent was post-dilated with a 3.0x15mm maverick balloon. A post-intervention stenosis of 0% with timi iii flow was reported. The patient received nitro-glycerin during the procedure. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental a medwatch report will be filed.